Event description:
It was reported that the patients implantable pulse generator (ipg) flipped. The patient underwent a revision procedure wherein the ipg was repositioned. X-ray taken and device looks fine. The patient was doing well postoperatively, and the ipg remain implanted and in use.